Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close correctly. No further info is available. Another device was used ot complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4) (B) (4). Info anticipated, but unavailable at this time.